Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a severe lesion in the mid left anterior descending coronary artery. A 3.50x12 mm nc trek rx balloon dilatation catheter (bdc) was advanced with no resistance, but ruptured on its first inflation. The procedure was successfully completed with a unspecified abbott bdc. There were no adverse patients effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the balloon of the 3.50x12 mm nc trek rx balloon dilatation catheter was inflated twice; once prior to the procedure outside of the anatomy for testing and once at the lesion site when the rupture occurred. No additional information was provided.